Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, pacer stressing, and all functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed evidence of multiple pad lead faults, ECG lead faults, and cable faults in the log. All of these are warnings that would pause the pacer function until resolved. These warnings may be a potential sign of poor coupling between the device and the patient. The multifunction cable and electrode pads used were not returned as part of this investigation. It is noteworthy to mention, the x series operator's guide states: preparing the patient for electrode application: the proper application of electrodes is essential for high quality ECG monitoring. Good contact between the electrodes and skin minimizes motion artifact and signal interference. Before applying the electrodes, prepare the patient's skin, as necessary, shave or clip off excess hair at electrode site, clean oily skin with an alcohol pad, and rub site briskly to dry. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that while attempting to pace an 84-year-old female patient, the device was unable to detect the electrode pads and displayed an unspecified "pacer fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.